Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was received and evaluated at the service center. The device was returned unwanted by the customer without any allegation of malfunction against the same. It was found that the unit would not pair with the controller because of the a corroded battery tray assembly. Replaced the battery tray assembly to address the issue. Also the o-ring of the battery tray was replaced as a part of hardware upgrade. The device was tested and found to be working according to specifications. Fluid ingress into the device is the root cause of the corrosion of the battery tray. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore, a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the service engineer via service request that the vapr vue wireless foot switch would not pair with the controller because of the corroded battery tray assembly. No patient, or procedure involvement. The device was returned for evaluation as unwanted equipment